Event description:
It was reported that when using the bd pyxis¿ es server were showing critical override and disconnected mode. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server were showing critical override and disconnected mode. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial reporter phone and initial reporter e-mail. Upon investigation of the actual device used in this incident, it was determined that all devices were in critical override and disconnected mode. The technical support specialist (tss) dialed into the care fusion coordination engine and identified that the service was terminated unexpectedly, and the structured query language logs indicated that a timeout with database connection caused the issue. Tss traced the database of 75 gigabytes, showed maintenance completed and performed shrink of tracking the database. Tss confirmed that the services were started and the messages were crossing. The system functioned as intended after the technical support specialist troubleshot the device.